Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle had a flaw causing a hissing noise being heard and blood coming from near the tip of the needle near where the needle entered the skin. The following information was provided by the initial reporter: we¿ve had an issue with a needle having an extra entry / exit portal in the vacutainer system ¿ this lead to a hissing noise being heard and blood coming from near the tip of the needle near where the needle entered the skin. It wasn¿t apparent to the naked eye until the needle was used on a patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle had a flaw causing a hissing noise being heard and blood coming from near the tip of the needle near where the needle entered the skin. The following information was provided by the initial reporter: we¿ve had an issue with a needle having an extra entry / exit portal in the vacutainer system ¿ this lead to a hissing noise being heard and blood coming from near the tip of the needle near where the needle entered the skin. It wasn¿t apparent to the naked eye until the needle was used on a patient.